Event description:
It was reported that during preparation for a uretal stenting treatment procedure tip damage occurred. While unpacking the f/g flexima us/8/26 stent, they noticed the end of the catheter appear as though it were cut off. The tip was missing. The device was set aside and they used another of the same device to complete the procedure. The patient status is listed as ok with no complications reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a ureteral stenting treatment procedure tip damage occurred. While unpacking the f/g flexima us/8/26 stent, they noticed the end of the catheter appeared as though it were cut off. The tip was missing. The device was set aside and they used another of the same device to complete the procedure. The patient status is listed as ok with no complications reported.

Manufacturer narrative:
Device evaulated by manufacturer: the device was returned with no residue was present to indicate use. A visual evaluation found that the distal taper tip was present on the device and was very well defined. The proximal end of the stent was found to be deformed. The proximal end was collapsed and indented in multiple places in the proximal 3 centimeters. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).